Manufacturer narrative:
Analysis was performed on the returned device. The device condition indicates the plunger may not have been fully depressed flush with the handle such that the posterior needle was not blown through the posterior foot. The link detachment subsequently occurred during plunger retraction as the posterior needle remained in the posterior pocket. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The three additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that a venotomy closure of the right common femoral vein was attempted with four prostyle devices using the pre-close technique prior to an interventional ablation procedure via an 8f sheath. Reportedly, a cuff miss [suture-retrieval issue] occurred with all four prostyle devices. The suture of an additional prostyle device was successfully pre-placed. The sheath was upsized to 15f and the ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.